Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4). Implanted: (B)(4) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had some tests done on monday and they needed to turn their stimulators off (this was unrelated to the device/therapy). The patient reported checking the stimulators and they were both on but they weren't sure if one had run down or needed changing because they had been falling a lot and hadn't felt good since the stimulators were turned off. The patient clarified them not feeling good as not sleeping and they felt like they were dragging, and their legs had been aching. The patient programmer showed stim on. The ins on the left side was on, ok 4.6v and the patient confirmed this was usual settings for this ins. The ins on the right was on, ok 3.5v and the patient confirmed this was usual settings for this ins, as well. No further complications were reported as a result of this event.